Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 693565 implantable tachy lead 2009 (B)(6); 407652 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). The device delivered a shock at ventricular tachycardia (vt) with frequencies in the ventricular fibrillation (vf) zone. The patient was hospitalized and medication adjusted. The device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.